Event description:
It was reported that during insertion of a trochanteric fixation nail (tfn) helical blade into a tfn nail, the blade got caught in the nail and would not advance. The surgeon had to pull the nail and blade out of the patient and open a new set to put in the implants. The issue was with the aiming arm, insertion sleeve and insertion guide. Reportedly the same nail and helical blade were reinserted back into the patient, using the new aiming arm/insertion handle construct. The coupling screw was reported to be fine. There was no harm to the patient and there was only about an eight minute delay in surgery. They assembled another insertion construct with a nail after surgery and found resistance as well. This is report 3 of 5 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no other relevant issues during manufacturing which could have caused or contributed to this complaint. A product development evaluation was conducted. The report indicates that these instruments are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures and used together for the insertion of the helical blade into the trochanteric fixation nail. The mating titanium cannulated trochanteric fixation nail and helical blade were not returned as they were successfully implanted. It was received disassembled into three pieces; the handle, the alignment indicator, and the main shaft. All three components show dents and surface scratches. In addition, the gold handle is severely flattened on the proximal and distal edges and the three alignment pins on the main shaft each have a worn down flat. These flats show evidence of forceful misalignment with the mating grooves on the blade guide sleeve and the dents show evidence of hammer blows in both the direction of insertion and extraction. The returned aiming arm, was manufactured january, 2006. It was received intact and functional. The aiming arm shows surface scratches and nicks over the length of the device such that the anodized layer has been scraped off in areas. This wear is concentrated on the edges of the device. The flat portion of the hole for the blade guide sleeve is deformed such that portions have been rolled over making the flat no longer straight. It was received with surface scratches over the length of the device. There is a dent on the proximal side of the device where the hammer guide would attach and dents on the underside of the arch. This device is also not designed to withstand hammer blows but clearly shows impact marks. To replicate the complaint condition, a titanium cannulated trochanteric fixation nail, cannulated connecting screw, a buttress/compression nut, a blade guide sleeve, a helical blade coupling screw, and a helical were used with the returned devices. The construct was assembled to these known good parts and at no time did the construct fail to properly align. It is important to have all components tightly connected in order to ensure proper alignment. The technique guide recommends that the user ¿confirm that the nail is tightly connected to the insertion handle, especially after hammering¿ and specifies the proper technique and device maintenance ((B)(4)). Therefore, the method of use was likely the cause of any misalignment. Since the date of manufacture, there has been three design revisions to the helical blade inserter, two design revisions to the aiming arm, and one design revision to the insertion handle. However, these changes are not related to the complaint condition. The designs were found to be sufficient for their intended use, the design histories did not impact the complaint condition, and there were no noted failures to meet specifications. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition is unconfirmed as the misalignment could not be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.